Event description:
Event description: ecn event description: the lspv and lipv were ablated using normal protocol. The rspv was ablated in flower, then undeployed into basket where the issue occured. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? The guidewire was attempted to be pushed forward and back. Eventually it sounded like the wire snapped within the catheter. At that point the catheter and wire was pulled out of the body and replaced. What is the next course of action? Replace the catheter. Patient present at time of event? Yes. Patient complications: no patient complications patient outcome: fully recovered procedure number: (B)(4).

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.